Event description:
Account reports two incidents in which the male luer lock separates from the tubing. Rptr stated there was no pt compromise, though a quarter of a unit of blood was lost with one of the incidents. Written info returened with sample: "end disconnected from tubing - pt had approx 1/4 unit blood loss from central line."